Event description:
Pt was revised to address loosening of the tibial shell, talar subsidence, poly wear of the tibial liner, and osteolysis.

Manufacturer narrative:
The devices associated with this report were not returned. The pre and post-op x-rays are not available for evaluation. A search of the complaint database found no prior reports for all three reported part and lot number combinations. Provided information states the implants have been implanted for twelve years. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the out come of the performed investigation, the complaint will be re-opened.